Manufacturer narrative:
Testing of actual/suspected device: the fse observed the display cable was loose. The fse reconnected the cable and found the unit working to satisfactory. All of the functional test were performed and passed. The iabp unit was handed over to customer in good working condition. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomed.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was observed that the cs100 intra-aortic balloon pump (iabp) had a display that was flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.